Event description:
In 2002, account alleges that the pt sitting up and eating lunch and leaned against the lh intermediate siderail and the siderail dropped and pt fell from bed. No injuries reported. Nine days later, inspected unit and found siderail to be latching properly. Could not duplicte failure.